Event description:
Procedure type: laparoscopic gynecology. According to the reporter: air leakage occurred. The sealing part was broken. The fallen piece was retrieved. Another device was used. No bleeding occurred. No tissue was damaged. Operative time was not extended more than 30 minutes. No pt injury was reported.

Manufacturer narrative:
(B)(4).